Event description:
It was reported that this right ventricular (rv) lead had become dislodged due to possible helix retraction. This resulted in intermittent loss of capture (loc). It was noted that this lead had been implanted in the left bundle branch, which was considered to be off-label use of this product. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. It was noted that the explanted lead was retained by the hospital and will be returned to boston scientific for investigation at a later date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had become dislodged due to possible helix retraction. This resulted in intermittent loss of capture (loc). It was noted that this lead had been implanted in the left bundle branch, which was considered to be off-label use of this product. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. It was noted that the explanted lead was retained by the hospital and will be returned to boston scientific for investigation at a later date.